Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken knee scorpion moving jaw was returned along with complaint device. Confirmed the knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.

Event description:
It was reported that during a procedure the top of the jaw broke of the ar-12990. Additional information 5/11/2021 it was reported that during a meniscus root repair procedure, the top of the jaw of the ar-12990, knee scorpion broke off. The surgeon used a grasper to remove the broken piece. The case was completed using a second ar-12990.